Event description:
This case was initially received via regulatory authority ((B)(6) reference number: (B)(4)) on 14-jan-2022. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('haemorrhage') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion intervention required), dyspareunia ("vaginal pain during intercourse"), depression ("deep depression"), amnesia ("memory loss") and pain in extremity ("leg pain"). The patient was treated with surgery (essure removal). Essure was removed in 2011. At the time of the report, the genital haemorrhage, dyspareunia, amnesia and pain in extremity outcome was unknown. The reporter provided no causality assessment for amnesia, depression, dyspareunia, genital haemorrhage and pain in extremity with essure. The reporter commented: date of incident: (B)(6) 2009. Date incident detected: (B)(6) 2010. Patient¿s current status: massive depression from 2010 to 2012 removal in 2011. A divorce following depression. Haemorrhage and now in 2017 subtotal hysterectomy. Leg pain. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 14-jan-2022. The most recent information was received on 21-jan-2022. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('haemorrhage') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion intervention required), dyspareunia ("vaginal pain during intercourse"), depression ("deep depression"), amnesia ("memory loss") and pain in extremity ("leg pain"). The patient was treated with surgery (essure removal). Essure was removed in 2011. At the time of the report, the genital haemorrhage, dyspareunia, amnesia and pain in extremity outcome was unknown. The reporter provided no causality assessment for amnesia, depression, dyspareunia, genital haemorrhage and pain in extremity with essure. The reporter commented: date of incident: (B)(6) 2009. Date incident detected: (B)(6) 2010. Patient¿s current status: massive depression from 2010 to 2012 removal in 2011. A divorce following depression. Haemorrhage and now in 2017 subtotal hysterectomy. Leg pain. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 160 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 21-jan-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.